Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg flipped at the pocket site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was relocated from the flank to the right buttock. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.